Event description:
The pt's son reported he noticed what looked like a "spring that has come loose from inside" next to the bottom of the insulin cartridge of the pt's infusion device. He stated he just noticed this tonight and that the device appears to be functioning properly. No blood glucose concerns were reported related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.